Event description:
The customer reported that the insulin pump may have accidentally over delivered 25.0 units of insulin. The customer stated that he has treated with orange juice and milk. The customer also stated that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's most recent glucose reading was 174 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose drive support disk.